Manufacturer narrative:
The customer repaired the unit.

Event description:
It was reported that the upper control handle would not lock in the upright extended position due to a missing lock pin hole in the control handle assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.